Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. Product iris touch and disposition can be a result of the initial position of the device by the surgeon and not a product malfunction. There has been one other complaint reported in the lot number. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon reported that sutures were lysed at postoperative days 11 and 19. The patient's intraocular pressure(iop) gradually increased over time. At one and a half months and four and a half months post shunt implantation, glaucoma medications were prescribed to help control the increased iop. A bleb reconstruction was performed at six months post implantation. One month following the reconstruction, the patient was noted to be recovering.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon reported that 20 months after the shunt was implanted, the patient indicated eye pain. The surgeon found that there was a serous choroidal detachment. The glaucoma drops were stopped and a betamethasone disodium phosphate eye drop was started. A month later, the patient was noted to be recovering.

Event description:
A surgeon reported following a glaucoma filtration device (gfd) implant procedure, the gfd was observed to be dislocated and touching the iris the first day after the procedure. The gfd remains implanted with no patient impact. Add'l info has been requested.